Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini pocket was not registering. A field service engineer found no failures upon arrival at the station. All mini trays were tested extensively using hardware test application diagnostics, and intermittent lockups of the diagnostic application were noted. The issue could not be localized to a specific tray. A replacement drawer controller and one control unit at positions 1.16 and 1.18 were installed due to reported failures when accessing these trays, despite being unable to specifically identify failures associated with them and replaced intermittent jadak barcode scanner to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini pocket was not registering and the anesthesia team was able to request controlled substances via mini pockets; however, when "accept" was selected, the transaction was automatically canceled instead of being completed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.